Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 08/09/2019. The customer troubleshot with manufacturer's technical support rep. The customer replaced the power management (pm) board. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had an primary alarm failure alert. There was no patient involvement.